Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no evidence of a blank-screen display issue was found in the device alarm histories; a blank screen issue was not duplicated during evaluation. Unrelated to this complaint, the display screen was observed to be dim and discolored. Also unrelated to this complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.